Manufacturer narrative:
A device history record review was conducted. According to the device history record reviews, one of the component lots was reprocessed for an anomaly that did not contribute to the customer complaint. No further anomalies were identified. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history reviews. A complaint history examination indicates no additional complaints were associated with the probe lots. A probe was returned for evaluation. The probe was visually examined using 25x magnification and was determined to be visually nonconforming due to the front and rear housing bond being broken. The probe was confirmed to be broken due to the front and rear housing bond being broken. The presence of adhesive was confirmed on both the front and rear housing and was around the entire area of the bond. A significant amount of force would be required to break the front and rear housing bond. However, the source of this force cannot be determined from this investigation. No specific action with regard to this complaint was taken because the source of the force that broke the front and rear housing bond could not be identified. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vitrectomy probe fell apart at the start of a vitreoretinal procedure. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.